Event description:
Placed tissue expander 11/30/94. Four weeks after final expansion, the device developed a leak. Replaced with a second expander on 2/8/94. Expander had pin-hole sized hole on the upper outer quandrant where expander contacted chest wall.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: inadequate quality assurance, known short term complication of procedure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.